Manufacturer narrative:
(B)(4). Batch # n56w3l. The analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45w cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, two clips were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clips were removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/11/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? How was the procedure completed? Did the patient require any additional treatment related to the 200 ml blood loss? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the doctor cut the pulmonary artery (pa) with the device. The endocutter worked well, but after cut through the pa, the device stocked in the cut stamp which couldn't release from patient. To release the device from patient, the doctor needed to cut the pa with monopolar, which lead to a 200 ml extra blood lost. The procedure was extended by 30 minutes.